Event description:
The patient was seen three months ago. At which time, he was stable. He came in for a pacemaker check. When the wand was applied to the pacemaker site, there was abrupt cessation of pacemaker function. Those present were unable to restore pacemaker function.